Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by fever, shivers, and chills. Two day after the onset of peritonitis, some unspecified adjustments were made and the patient began to feel better; however, on the same day, the patient was hospitalized for the peritonitis with chills and fever. The cause of peritonitis was unknown. The patient was treated with an unknown type of intraperitoneal antibiotic. Three days later, the patient was discharged from the hospital. On an unknown date, the patient finished their antibiotic treatment. The patient was recovering from the peritonitis event but did not know if they had recovered. Pd therapy was ongoing. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.